Event description:
I purchased byte aligners and they have ruined my teeth and smile. I now have problems chewing and swallowing food, a gap in my front teeth that was not present before, and chipped teeth.